Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection found no damage. The customer's battery was not received so a known good battery was used for functional testing. The device was able to power on using both ac and battery power. A 10 beep watchdog alarm was triggered after boot up. The device couldn't take measurements and the screen went dark while it beeped. Component u21 on the instrument board was found to be defective. The short causes the voltages in the instrument board to be out of range. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device turns on and off by itself. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device turns on and off by itself. No patient impact or consequences were reported.